Event description:
It was reported that cadd legacy pumps alarming high pressure that could not be resolve by troubleshooting. Currently infusing using a borrowed pump. Replacements sent. No injury to patient.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#(B)(4). Corrected data: correction: health effects - clinical signs and symptoms or conditions.